Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A supplemental report will be forthcoming with the device history record results.

Event description:
As reported, when connecting the dpt (disposable pressure transducer) it was not able to be irrigated and did not allow for flushing. The values given were 15 mmhg and 16 mmhg. The dpt was changed as it was seen that values were erroneous. With the new dpt the values given were very different, 1mmhg. There was no patient consequence. Device was discarded.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.